Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information via latitude red alerts that this implantable cardioverter defibrillator (ICD) had triggered end of life (end of life (eol) the device had the ventricular tachycardia mode set to a value other than monitor plus therapy. Additional information from the field representative indicated that the patient was lost to follow-up and returned to the clinic with the device in that mode. The device was explanted and returned for analysis. No adverse patient effects were reported.